Event description:
It was reported that the first two weeks after the implant of this device was a "nightmare" for this patient who almost committed suicide. This was reportedly due to the fact that he "was getting nothing," in so much pain, and experienced withdrawals. The patient reported that when the pump was initially implanted, the medication was the same as the pump before. According to the patient, the morphine was a 50 milligram (mg) concentration and approximately 6.5 or 8.5 mg/day. This device system was reported to have delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# l72772, implanted: 2000 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).